Manufacturer narrative:
(B)(4). Results - a conclusive root cause could not be determined for the difficulty to inflate and loose stent. Eval summary: quality assurance analysis revealed that the stent delivery system was returned with blood in the guide wire lumen, on the stent implant, on the distal shaft and on the balloon. There was contrast in the balloon, on the shaft and crystallized contrast in the inflation lumen. The stent implant was partially expanded for its entire length. The stent implant was loose on the balloon and was smashed for its entire length. There was no other damage noted in the stent implant. There were crimp marks on the balloon between the markers. The balloon was loosely folded. There was a bend in the hypotube at the distal end of the strain relief tubing. There was no other damage noted to the sds. The outer diameter of the stent implant was not measured due to the damage noted. A new indeflator, filled with water was used to pressurize the balloon to rbp of 16 atms and the balloon inflated with no rupture noted. There were no anomalies noted to the balloon. The new indeflator, filled with water was used to pressurize the balloon to rbp of 16 atms and measure inflation times. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product noted blood in the guide wire lumen, on the stent implant, distal shaft and balloon. There was contrast on the shaft, in the loosely folded balloon and crystallized contrast in the inflation lumen. This is all consistent with handling of the product and the reported info that the product was advanced into the pt anatomy and attempts were made to inflate the device. The stent implant was noted to be partially expanded, loose on the balloon and smashed for its entire length, which is consistent with the reported information that the stent was loose on the balloon and was manually crimped. Due to this damage, the stent implant outer diameters were not measured. Difficulty to inflate can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, inflation technique, contrast dilution, and/or accessory device support. Return of the inflation device used during the procedure may have aided in the evaluation; however, a new indeflator was filled with water and used in an attempt to inflate the balloon to rated burst pressure. There was no leak or rupture noted. The new indeflator was used to measure inflation times for the balloon and no anomalies were noted to the balloon. In this case, it is possible that the contrast was not properly diluted. It should be noted that the vision IFU states that 60% contrast diluted to 1:1 with normal saline should be used to inflate the device. In this case, the reported difficulty to inflate could not be confirmed. However, the partial balloon inflation likely resulted in the loose stent. Analysis also noted a bend in the hypotube. This damage was not originally reported and is likely from handling of the product during the procedure and/or from handling of the product during packaging/shipment back to abbott vascular for eval. This damage does not appear to have contributed to the reported difficulty to inflate as the device was able to inflate/deflate during product analysis. The mfg records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. The reported loose stent appears to be related to the case circumstances. There is no indication of lot specific quality deficiency. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent on the balloon is known to cause or contribute to pt injury. Device issue: difficult to inflate/loose stent. It was reported that a 2.75x15 mm rx vision stent delivery system (sds) was difficult to inflate. The balloon slightly expanded and loosened the stent implant. The device was able to be removed with the stent implant still on the balloon. A 2.75 x 12 mm vision sds was used to complete the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.